Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes does not contain labels. The following information was provided by the initial reporter. The customer stated: "bd tubes do not contain labels."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: material #: 367864. Lot/batch #: 3027859. Bd received a sample and a photo for investigation. The sample and photo were reviewed and the indicated failure mode for missing unit label was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes does not contain labels. The following information was provided by the initial reporter. The customer stated: "bd tubes do not contain labels.".